Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation, false auto mode switch episodes due to intermittent atrial oversensing that seemed related to artifact noise was noted. No intervention was performed. The patient was stable.